Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The recommended sheath size as per express ld dfu for this device is a minimum 6fr. The customers sheath was not returned with the device. A sheath insertion test was not carried out as the stent was damaged and separated from the balloon catheter. The device was received with the stent already detached from the balloon. A visual examination of the returned device confirmed that the balloon had been inflated. No issues or damage was noted with the balloon material. No issues were noted with the tip of the device. A visual and tactile examination identified no issues along the length of the device. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 04jul2025. It was reported that the catheter was unable to cross the guiding catheter. The target lesion was located in the subclavian artery. A 10.0x30x135 cm express ld vascular balloon expanding was selected for use. During the procedure, it was noted that the catheter was unable to cross the non-boston scientific guiding catheter. The procedure was completed with another of the same device. There were no patient complications as a result of this event. However, device analysis revealed stent damaged and separated from the balloon catheter.